Event description:
This complaint is now reportable based on the analysis completed in2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system (sds) was not able to track over the guide wire. The physician attempted to implant taxus express2 2.50x16mm drug eluting stent however, the sds was unable to track over the non bsc guide wire. The balloon kinked while trying to feed the sds on the non bsc wire. The procedure was completed with another device. This occurred outside of the pt and no pt complications were reported. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed a severe kink on the stent. The kink was found on the fifth row from the distal end; in addition, a severe kink was found on the hypotube. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is handling damage due to the likelihood of by handling of the device without pt contact during the unpacking/preparation.